Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2008. During the procedure, after implanting the device, the pt was found to have a right partial ureteral obstruction. A urologist placed an indwelling ureteral stent. The pt was discharged home on post-operative day two and was voiding. The pt is scheduled to be re-admitted in four weeks for a stent removal and placement of a sling device assuming the pt has a normal retrograde study.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.